Event description:
Balloon popped after 1st inflation to 4atm and treatment. Manufacturer response for shockwave intravascular lithotripsy system, shockwave ivl system with the shockwave c2 coronary ivl catheter (per site reporter) reported to sales rep, he will pick up and sent in, (B)(6) po issued for replacement product.